Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Approximately 3 months later, a thrombus was identified on the shoulder of the closure device near the mitral annulus. The patient is doing well and was instructed to stay on their blood thinner until next follow up.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Approximately 3 months later, a thrombus was identified on the shoulder of the closure device near the mitral annulus. The patient is doing well and was instructed to stay on their blood thinner until next follow up.